Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was above 600mg/dl at the time of the incident. The patient¿s current blood glucose was 402mg/dl. The customer reported that the customer was having problems with the pump and had no deliveries previously. The customer stated that her blood glucose was running above 600mg/dl and the basal history and bolus history was erased. The customer had vomiting. Blood glucose at the end of the call was 392mg/dl. Ran self-test and it test passed. The customer was reporting a past event. The customer reported alarm did not occur during manual prime. The customer reported that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.